Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements related to electrical performance and inner insulation integrity were within normal limits. Visual inspection of the lead indicated there were two locations were the outer insulation was cut. The first cut is approximately 19.5 centimeters from the terminal pin with a corresponding cut noted in the suture sleeve. This likely occurred during the explant procedure while removing the suture sleeve. The second cut is approximately 22 centimeters from the terminal pin. It is not known when this damage occurred. This damage to the outer insulation integrity resulted in failing pressure test results at both cut locations. However, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations related to electrical performance as testing indicated the lead conductors are intact and there are no electrical shorts between the conductors.

Manufacturer narrative:
(B)(4) captures the reportable event of surgery. The product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient underwent an atrioventricular node ablation procedure one (1) day following an implantable cardioverter defibrillator (ICD) system implant. Following the ablation procedure, this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition with no asystole observed, loss of capture, high pacing thresholds, a decrease in impedances of 100 ohms since implant and a drop in r-wave amplitude. Lead insulation damage was noted. As a result, the lead was explanted and replaced. There were no additional adverse patient effects.